Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0e1fm, implanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0e1fm, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37651, serial# (B)(4), product type: recharger. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that there was a coupling problem. The implantable neurostimulator (ins) was located closer to arm and when the patient recharged she normally held it in place using both hands. The patient typically recharged every week now. Initially the patient had indicated that she could feel the ins and it did not move but later mentioned that sometimes it seemed like it moved during the day as it was in a slightly different place. Additional information indicated that the healthcare professional noted coupling should not be an issue, patient education. It was unknown if patient¿s recharging frequency matched patient¿s settings. The patient was in continuous mode. The event cause was determined for coupling issue and was not device related, patient education resolved the issue. The patient was able to recharge normally and was receiving effective therapy. The patient had recovered without permanent impairment. The patient did not have concerns with their device or therapy.